Manufacturer narrative:
This is default text configured for block h10

Event description:
While trying to attach the plastic adapter to the powder vial to transfer the liquid, the plastic part bent and it was not able to snap on correctly, all the liquid spilled out and could not mix the medication for injection [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns events of device issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 13-apr-2026, amneal pharmaceuticals received information from other reporter (pharmacy purchasing) via an email concerning a product complaint of amneal's risperidone for extended-release injectable suspension. Product details included amneal's risperidone for extended-release injectable suspension 50 mg (lot number: ap250592, expiry date: 30-nov-2027, serial number: (B)(6). It was reported that, while trying to attach the plastic adapter to the powder vial to transfer the liquid, the plastic part bent and it could not snap on correctly. Therefore, all the liquid spilled out and could not mix the medication for injection. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.